Event description:
It was reported that a homechoice automated pd set with cassette was damaged. The reporter stated that upon opening the packaging, they noted ¿a hole in the cassette right where it goes into the machine.¿ this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.